Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 1 week of implant, the patient was noted to have phrenic nerve stimulation. The right ventricular (rv) lead had no capture, decreased pacing impedance, and intermittent undersensing. Reprogramming was performed to turn off the lead. The rv lead was repositioned the following day and remains in use. The right atrial (ra) lead was also noted to have high pacing threshold. The ra lead remains in use. No further patient complications have been reported as a result of this event.